Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had intermittently working new batteries. The issue was identified upon receipt or during unpacking of the device. There were no reports of patient involvement.